Event description:
Initial report stated that osseointegration did not occur. On investigation, dentist subsequently stated that the pt bone condition is the cause of the implant failure and required explantation. Dentist unable to provide add'l info relative to product lot number.

Manufacturer narrative:
We can not fill in this form in detail because doctor told us that he lost the pt's chart. According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.